Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. It was determined that the most probable cause is the downstream occlusion sensor; however, it cannot be confirmed as no product was returned. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited a high-pressure alarm. Troubleshooting was performed but the alarm persisted. No adverse patient effects were reported by the customer.